Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed between the stopper and inner surface of the syringe barrel. A device history review was performed for the reported lot 2105103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter on the device cannula. The following information was provided by the initial reporter: when filling the syringe with a colorless solution of oxaliplatin, visualization of a plastic filament or hair inside the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter on the device cannula. The following information was provided by the initial reporter: when filling the syringe with a colorless solution of oxaliplatin, visualization of a plastic filament or hair inside the syringe.